Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was determined to be a corrupted turbine interface board. This issue will be internally investigated.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported the turbine transducer fails calibration testing. The customer reported no patient involvement is associated with the event.